Event description:
It was reported to boston scientific corporation that approximately three weeks after a pinnacle device was implanted, the patient complained of a fever, a little pain, and possibly a bladder infection. Upon examination, the physician noted that the suture line had not healed, and there was a mesh exposure about a half-centimeter wide by one-and-a-half centimeters long. The patient was prescribed antibiotics and possibly estrogen cream, adn the doctor decided to wait to close the incision in case there is an infection. No further information about this case has been forthcoming.

Manufacturer narrative:
Implanted date of 2008, is an approximation. The lot number is not known; therefore, the device manufacture date and expiration date cannot be determined. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.